Event description:
It was reported that the customer required medical intervention by paramedics due to low blood glucose levels. The customer stated that she had an issue in which her blood glucose reading was 210 mg/dl, and after she treated with a bolus, the blood glucose reading lowered to 20 mg/dl. The customer also reported that there were cracks on the insulin pump at the top of its casing and scratches on the screen. She did not know how the damage had occurred. The blood glucose reading was 99 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing. The operating currents are within specification. The insulin pump was received with cracked case at display window corner, minor scratches on liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.